Event description:
A report was received that the patient was having difficulty charging his ipg and that the ipg would not hold its charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Event description:
A report was received that the patient was having difficulty charging his ipg and that the ipg would not hold its charge. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement had been recommended.

Manufacturer narrative:
Additional information was received that no further course of action will be taken regarding patient's revision. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.